Event description:
Pt was in very poor condition & receiving treatment in ICU for cardiac & renal problems, among other conditions. Shortly after dialysis was started, lights in room went out, power shut off for all equipment operating at that time in the room. Pt was bagged with oxygen, code was called shortly thereafter. Pt received approtriate & constant treatment at all times. Pt expired 36 minutes later. Believe power shut-down & code were coincidental events. Found no evidence to support code caused by power shut-off.